Manufacturer narrative:
Insulin pump alarmed replace battery now after battery installation due to corroded battery tube. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or test auto mode due to constant replace battery now alarm. Unable to verify the motor arm cannot communicate with the main arm or hardware low level failures due to constant replace battery now alarm. Unit received with broken belt clip rails.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures. The customer¿s blood glucose level was unknown. The customer states that the insulin pump received the pump alert for second time. Troubleshooting was declined by the customer. The product will be returned for analysis.